Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer has been receiving recurring received insulin flow blocked alarms. Customer stated they changed the infusion sets multiple times, but the issue was not resolved. Blood glucose level at the time of the incident was 240 mg/dl. During troubleshooting, the customer was stuck and not able to exit the load reservoir process. No harm requiring medical intervention was reported. The pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/insulin flow blocked alarm or prime/fill anomaly noted during testing. (B)(4).